Event description:
Pt to gi lab for endoscopy. When endoscope was removed, string from six shooter was broken and barrel was missing from ligator. Several unsuccessful attempts were made to retrieve barrel. Physician decided to push barrel in stomach so barrel will pass through rectum.